Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine follow-up the local area field representative noticed some recorded episodes of noise on the right ventricular (rv) channel resulting in inappropriate anti-tachycardia pacing (atp). A break in the rv lead was suspected. In-clinic evocative maneuvers did not evoke noise. The physician elected to send the patient home and will decide later whether to perform a lead revision. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product remains implanted but out of service; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine follow-up the local area field representative noticed some recorded episodes of noise on the right ventricular (rv) channel resulting in inappropriate anti-tachycardia pacing (atp). Although in-clinic evocative maneuvers did not evoke noise, a break in the rv lead was suspected. The physician elected to send the patient home and will decide later whether to perform a lead revision. No adverse patient effects were reported. This lead remains in service. Additional information received indicates the patient underwent a revision procedure, and their rv lead was surgically capped/abandoned (it remains implanted but out of service) and a new lead was implanted. Besides intervention, no other adverse patient effects were reported.